Event description:
It was reported that following the placement of the trial lead, the patient felt nauseous and had unexplained pain in the left flank down to the left arm. The patient was very uncomfortable and did not like the stimulation when it was turned on. The lead was then removed by the physician and it was discarded by the medical facility.